Event description:
It was reported that the pt's second pump also had a leak in the catheter which was replaced. The pt stated that the current implanted system was the best of the three for size and pain relief. The pt stated that they did not have any catheter problems with this device system nor did they with the previous one. The pt was happy with how the current device had been helping with her pain relief. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).